Event description:
A purchasing agent reported a pt with an unexpected postoperative cylinder outcome following intraocular lens (iol) implant surgery. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on 10/22/2012 and 10/29/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).